Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues during the coring process could not be confirmed as no product was returned for evaluation and no images were provided for review. The serial number or other identifying information of the coring knife was not reported and was not able to be determined during the investigation. The coring knife was not returned for evaluation. A CAPA was opened to further investigate issues related to the coring knife not being able to cut. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The serial number or other identifying information of the coring knife was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023.

Event description:
The account communicated that the coring knife cut through the majority of the heart tissue but not all. The surgeon had originally attributed this to a thicker myocardium but could not recall any further information.

Event description:
It was reported that the coring knife cut through the majority of the heart tissue without issue, a portion was not cut on one of the sides.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.